Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented in clinic. It was noted that right ventricular (rv) lead exhibited inadequate capture and high impedance. The rv lead was capped on (B)(6) 2026 and replaced with new lead. There were no patient consequences and patient was discharged.

Event description:
New information noted that rv lead exhibited loss of capture and high pacing impedance.